Event description:
It was reported that the physician was disappointed with the longevity of the implantable cardioverter defibrillator (ICD). Premature battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device meets 80% of expected longevity.